Event description:
Difficulties maintaining inflation were reported involving one (1), size 8lpc device. It is unknown how long the device had been in use when the problem was detected. Limited information regarding the event, patient and device usage/maintenance. There was one (1) patient involved and no reported injury. The device is not available for return.